Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: dented distal edge, cut on light guide cable, loose light guide adapter and light transmission failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the device has blurry image due to image goes out of center. The most probable cause is traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented a blurry image. There were no reports of patient harm.